Manufacturer narrative:
Interpretatively during a gynecological operation a part of the outer tube was discovered in the abdomen. Since 2 parts are missing from the outer tube in the front inside, the second, missing part was searched for extensively during and by imaging techniques after the operation - without success. I ask you to check the defective instrument.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Investigation conclusion: the bayonett geometry is deformed. Both bayonett wings are broken off. One has provided with the faulty sheath - one is missing. It is not possible to determine when the shaft was produced. The lot number has been removed. Deformation of the bayonet pre damaged the wings. The damage is clearly visible from the outside - corresponding warnings are already in the IFU. Removing the lot number most likely indicates an third party repair. No further action, as there is no indication of a product or material defect.

Manufacturer narrative:
The evaluation found the bayonett geometry is deformed. Both bayonett wings are broken off. One has provided with the faulty sheath - one is missing. It is not possible to determine when the shaft was produced. The lot number has been removed. Deformation of the bayonet pre damaged the wings. Removing the lot number most likely indicates an third party repair.

Event description:
Per the factory in (B)(6), allegedly there was an event which occurred in traunstein germany that intraoperatively during a gynaecological operation a part of the outer tube was discovered in the abdomen. Two small parts were found missing from the outer tube in the front inside. One piece was removed while the second missing part was searched for extensively during and by imaging techniques after the operation - without success.